Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The soft cannula was observed to be stretched and measured out of specification at 1.122 inches in length. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found the bottom and middle voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod and attached to the power supply. This attempt was also unsuccessful. The download data could not be obtained from the pod as the pod could not communicate with the master pdm. The exact cause of the low bottom and middle battery voltages could not be determined. Inspection of the fluid path found damage to the reservoir above the fill port which resulted in fluid leaking inside the device. It could not be conclusively determined if this internal leak contributed to the reported event. Without the pod data, it could not be determined if a hazard alarm was generated by the pod. The cause of the reported event could not be determined.

Event description:
The patient reports while wearing a pod less than an hour they received a hazard alarm. As treatment the patient applied a new pod.